Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system displayed a user advisory ua43 (fan fault detected) message, that was unable to be cleared by powering the device on/off. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (B)(4) was returned for evaluation. The reported complaint of the platform displaying user advisory 43 (fan fault detected) could not be confirmed. Review of the archive showed no ua 43 faults had occurred with the device. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button." The platform was also functionally tested and performed as intended with no issues noted. Following service, the platform passed all testing criteria.